Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced gaps in data accompanied by an unknown error message. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of data gaps accompanied by an unknown error message was confirmed by the findings of a signal loss via log review. A root cause could not be determined.